Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 3 months ago they had a surgical procedure where they had to go in and "charge the battery and change the wire". Patient clarified their implant stopped working they guess about 3 months ago and when they went to the dr the end results was that they didn't replace the implant, they just replaced the implant battery and maybe changed the wires "or something". Agent reviewed implant overview and reviewed current registration information. Asked, patient did not have current implant model/serial number information to confirm patient's registration. Patient will contact their doctor to confirm their current implant information and will update device registration if needed. Agent asked for event date and patient stated they can't remember at this point to be honest and stated they estimate about 6 months ago because it wasn't working, and it was about a month elapsed before they finally got to see the doctor and their dr. Confirmed afterwards that the battery was "dead". Patient reported they are supposed to get an MRI without contrast of their right shoulder and can't find their external device. Patient mentioned they think they had the external device with them that day they had surgery as noted above and took it to the hospital, but they couldn't find it since then. Patient stated they can provide implant information but don't know if that will be sufficient for them to do the MRI. Patient stated they have worked with sunmed to start the process for the external device replacement and stated they are working with their dr to get a prescription. Reviewed role of representative and provided patient with nas phone number for healthcare provider to call to request representative come in to assist with putting device into MRI mode if needed. The patient was redirected to their health care provider to further address the issue.